Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered excruciating pain, laceration of the damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia. Dysuria, severe edema, extrusion of the product, bleeding, permanent scarring, permanent bodily impairment. As well as extreme pain and suffering, permanent bodily impairment, mental anguish, loss of enjoyment of life, general damages and special damages. No additional info was provided.